Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device had intermittent failure identifying the sensor. No patient impact or consequences were reported.

Event description:
The customer reported the device had intermittent failure identifying the sensor. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The device powered on and off using both battery and ac power. Device was able to obtain measurements with all the enabled parameters. An "interference detected" message was displayed with cable manipulation around the tb20 connector. Internal inspection found recessed and bent pins inside the tb20 connector which causes an "interference detected" message to appear when moved. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).